Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. Surgical intervention may take place to address the issue.

Manufacturer narrative:
It was reported to abbott a patient was experiencing effective therapy and ipg site discomfort. There were high impedances on both leads. A full system replacement is planned. The procedure is pending insurance approval. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.